Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The centpillar stem was used with adept modular head (competitors). After centpillar stem was implanted adept neck length trial (cat number 279202) was put on the neck of the stem for the trial reduction. While trial reduction, the stem trunion was injured by the contact with metal adept neck length trial. Because there was no alternative stem, the stem was left in the bone and the surgery was complete.